Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a ruptured device. The device remains implanted. Left side.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.2, h.6.

Event description:
Patient reported a ruptured device. The device remains implanted. Left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, and missing piece of the shell. The device was underweight. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a broken sharp in the posterior side assessed as unidentified (tear) opening, and a missing piece of the shell assessed as inconclusive.

Event description:
Patient also reported concern with product. Patient later reported "lymph node/ lump in her breast", which is not device related.